Event description:
It was reported that the programmer's touch screen was faulty. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
Analysis was unable to confirm the stated reason for return of faulty touch screen, the touch screen was working correctly however it was noted that the stylus cable was broken and that this was causing an issue. It was additionally noted that the right keyboard hinge and the company logo button were broken, the bullets in the upper left were missing and that an error was found in the software history. The keyboard hinge and stylus were replaced and the bullets added, the stylus was calibrated, new software was installed and the device was cleaned. It then passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.